Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled birth control devices') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, aphthous ulcer, bipolar disorder, anxiety depression, dizziness, dysmenorrhea, dyspareunia, dysuria, gynecological examination, fatigue, gastroparesis, generalized anxiety disorder, insomnia, joint pain, dehydration, night sweats, wrist pain, sleep disturbance, tachycardia, vomiting, gastroparesis and tiredness. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included painful hips. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)", dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, back pain, allergy to metals, psychological trauma, tooth disorder, weight decreased, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2011: total bilateral occlusion, no acute findings. Unremarkable pelvic sonogram with bi lateral essure devices present, uterus shows normal size with endometrial stripe measuring 5 mm, asymmetrical location of essure device, better visualized on hysterosalpingogram. Ultrasound scan vagina: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, female pelvic pain, menorrhagia with irregular cycle, nausea, nickel allergy, pain of back, heavy periods, heavy periods and the following one was described in patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled birth control devices') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, aphthous ulcer, bipolar disorder, anxiety depression, dizziness, dysmenorrhea, dyspareunia, dysuria, gynecological examination, fatigue, gastroparesis, generalized anxiety disorder, insomnia, joint pain, dehydration, night sweats, wrist pain, sleep disturbance, tachycardia, vomiting, gastroparesis and tiredness. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included painful hips. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, back pain, allergy to metals, psychological trauma, tooth disorder, weight decreased, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2011: total bilateral occlusion, no acute findings. Unremarkable pelvic sonogram with bi lateral essure devices present, uterus shows normal size with endometrial stripe measuring 5 mm, asymmetrical location of essure device, better visualized on hysterosalpingogram. Ultrasound scan vagina on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, female pelvic pain, menorrhagia with irregular cycle, nausea, nickel allergy, pain of back, heavy periods, heavy periods and the following one was described in patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs and mr received, event injury was updated to vaginal bleeding. New events menorrhagia, dysmenorrhea, pain,abdominal pain ,back pain,nickel allergy ,psych injury, dental problems., weight loss, fatigue, nausea ,fragments of coiled birth control devices were added. Lab data and medical history were added. On (B)(6) 2019: fu 2 and fu 3 processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.